Event description:
Reportedly, during a sensing test performed while implanting an alizea pacemaker, the stop button froze and it was impossible to end the test correctly, so the battery of the tablet was removed. Another interrogation was performed, and the same issue occurred.

Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of available expertise files confirmed the reported impossibility to interrupt a sensing test, as the test from (B)(6) 2023 at 11:39 did not end using the stop button. - the observed unavailability of the stop button resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. - it should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test is interrupted. - a software correction is planned to prevent recurrence of this issue. - this case is recorded for trending purposes.